Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received this alarm is generated when a power failure is detected as well as motor safety circuit failed test. The customer's blood glucose level was unknown. Customer stated that insulin pump was beeping loudly and alarm did not clear by selecting ok. Customer also stated that insulin pump screen was turned off. Customer troubleshoot was performed. The customer advised to that the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. All audio tones were heard during the self test. The audio volume was adjusted, and each setting functioned properly. No unexpected audio anomalies or absence of audio alarms were noted during testing. No this alarm is generated when a power failure is detected error and motor safety circuit failed test error are found in the uploaded formatted history file. (B)(4).